Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for damaged caps and missing labels with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for damaged caps and missing labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the investigation, the root cause / potential root cause for the defects was determined to be a jam that occurred during the label application process.

Event description:
It was reported that some bd vacutainer® plus plastic sst tubes had crushed caps and/or missing labels. No serious injury or medical intervention.